Manufacturer narrative:
(B)(4) a review of the manufacturing documentation associated with lot f1734501, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) collagen (sealant) failed to stay in the patient. Manual compression for an unknown duration was applied to achieve hemostasis. The vcd was being used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure. The patient's hospitalization was not extended.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) collagen (sealant) failed to stay in the patient. Manual compression for an unknown duration was applied to achieve hemostasis. The vcd was being used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure. The patient's hospitalization was not extended. Additional information indicated that the device (vcd) storage temperature did not exceed 25 °c. The vcd was being used in conjunction with a 6f procedural sheath introducer. During the vcd deployment, the user shuttled down completely. The sealant was dislodged. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A portion of sealant returned separated from the device soaked in blood. The advancer tube was also separated from the device as received. The advancer¿s tube distal tip was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed on the advancer tube, nor were on other components of the device. A review of the manufacturing documentation associated with lot f1734501 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The reported event as the sealant failed to stay in the patient was confirmed. However, the exact cause of the reported event experienced by the customer could not be conclusively determined. It should be noted that if a proper position of the tamping tube was not maintained and/or failure to hold the advancer tube in place during catheter removal, the sealant could be dislodged from the vessel wall. Per the mynxgrip instructions for use (IFU), lbl9288_b, step 2: place the sealant, it instructs users to grasp procedural sheath, withdraw it from tissue tract and continue retracting until shuttle locks onto black handle. Failure to fully retract the procedural sheath during sealant placement, to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, could cause the sealant to be dislodged from the vessel wall. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Additional information indicated that the device (vcd) storage temperature did not exceed 25 °c. The vcd was being used in conjunction with a 6f procedural sheath introducer. During the vcd deployment, the use shuttled down completely. The sealant was dislodged. The patient was noted to have recovered.